Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c906 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, photoactivation module leak. No trend was detected for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the returned photoactivation module is still in progress. A supplemental report will be filed when the analysis of the module is complete. (B)(4).

Event description:
The customer called to report that fluid was leaking from the photoactivation plate. The customer stated that all the treated cells had been reinfused as well as all of the contents of the plasma bag. The treatment had been completed. The customer was emptying the residual contents left in the kit in order to return these contents to the patient. The customer lifted the photoactivation plate in order to empty its residual contents when she noted that fluid was dripping from the corner of the plate. The customer was advised not to return the residual blood/products to the patient. The customer agreed. The customer stated that the patient was stable. The customer reported that there was no visible damage to the plate and that there was no clotting/occlusions noted in the kit. The customer reported that the kit container was not damaged prior to removing the kit from the container. The photoactivation module was returned for investigation.

Manufacturer narrative:
The photoactivation module was returned for analysis. The photoactivation module was pressure tested in order to check for leaks. During the pressure test a steady stream of very fine bubbles emerged from an area just above the port on the outlet side of the module, thus confirming the fluid leak. The root cause for a leak of this nature is most likely a manufacturing operator error during the tube bonding process. A manufacturing corrective action was initiated to study the effects of differing solvent bond methods and the investigation was completed on 08/27/2015. Changes from this investigation were implemented on 12/18/2015. This kit lot was manufactured (12/01/2014) prior to the implementation of the manufacturing corrective action. (B)(4).